Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and did not duplicate the event. The ventilator passed self testing.

Event description:
It was reported that there was a malfunction of the ventilator's compressor. The ventilator was not on a patient at the time of the event.